Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported by the customer that after delivery of a new cardiosave intra-aortic balloon pump (iabp), the unit was sent with an iec type ( (B)(6) ). The unit was supposed to come with an ECG esis lead wire, 5 lead - pinch type - 50"(127cm) - aami (p/ n:0012-00-1814-01). However, the iec type received is not working and it needs to be substituted with an iec type for aami type. There was no patient involvement.

Manufacturer narrative:
Event site postal code (B)(6). It was reported by the customer that after delivery of a new cardiosave intra-aortic balloon pump (iabp), the unit was sent with an iec type. The unit was supposed to come with an ECG esis lead wire, 5 lead - pinch type - 50"(127cm) - aami. However, the iec type received is not working and it needs to be substituted with an iec type for aami type. There was no patient involvement, and no adverse event reported. Supposedly, there is an ECG esis leadwires - 5 lead - pinch type - 50"(127cm) - aami as an accessory in cardiosave. However, it's an iec type in this package actually. And it's not working in the hospital, so we need to substitute iec type for aami type. A getinge field service engineer resolved the issue.